Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2021-00002, 3006705815-2021-00004. It was reported that the patient lost significant weight and that the leads had migrated and that the ipg was shallow and causing pain. Surgery occurred on (B)(6) 2020 to explant and replace the leads and to reposition the ipg to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.